Manufacturer narrative:
Per tandem¿s user guide: ¿always remove all air bubbles from the sys¬tem before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an unidentified pump notification to replace cartridge. Tandem technical support assisted customer with troubleshooting by filling cartridge with water and reportedly, customer was able to load the cartridge, fill tubing and resume pumping with no issues. Reportedly, customer was filling cartridges with insulin pens and not syringes. Customer reverted to manual injections for insulin therapy.